Manufacturer narrative:
Article citation: 'breast implant-associated anaplastic large cell lymphoma' baseggio lucile; travers-glehen alexandra; bachy emmanuel; laurent camille blood research, (2019 mar) vol. 54, no. 1, pp. 3. Electronic publication date: 21 mar 2019 journal code: 101605247. Issn: 2287-979x. L-issn: 2287-979x. Report no.: (B)(4). The events of alcl lymphoma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is seroma, and lymphoma alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Journal article "breast implant-associated anaplastic large cell lymphoma" and medical staff report "..[patient] with bilateral breast implants following mastectomies for cancer...presented to us with ultrasound-confirmed fluid accumulation around the left implant, without lymphadenopathy, splenomegaly, or b symptoms." This is a confirmed case of alcl. This record relates to the left side.